Event description:
It was reported that during insertion of the device in the or, difficulty was experienced withdrawing the guide wire. The guide wire was removed by a vascular surgeon. There were no reported patient complications.